Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Phone number removed from grid - failing electronic submission (B)(4).

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The customer contacted philips healthcare to report that the shock was not delivered during checking. It is unknown that if patient involvement.